Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The patient presented with a myocardial infarction. Access was obtained via the right femoral artery. The 85% in-stent restenosis of a non-bsc stent was located in the non-tortuous and severely calcified saphenous vein graft to the diagonal artery. The eccentric shaped lesion was 28mm in length and 3.5mm in diameter. A non-bsc guide catheter guide catheter was placed in the intended location and a non-bsc guide wire was advanced across the lesion. Next, the physician advanced the 15mm x 2.50mm nc quantum apex mr balloon catheter across the lesion. The balloon was inflated one time to 20atms for 8 seconds and burst; however, the lesion stenosis was able to be reduced to 30%. The balloon catheter was removed and an unspecified stent was placed. The lesion was post-dilated with a 3.5x15 nc quantum apex. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4): the device was received in a deflated state with no other devices. Dried blood and contrast were present in the shaft and balloon. Microscopic evaluation of the balloon wall revealed a pinhole 20mm from the tip. Examination of the area surrounding the pinhole and the remaining balloon material did not reveal any irregularities which could have contributed to the formation of the pinhole. The ro markers were examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)